Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an open neuter on ligation, the patient experienced suture reaction. They used anti-inflammatory and antibiotics to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(Medical intervention). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an open neuter, the sutures had an unknown issue while being used for ligation. They used anti-inflammatory and antibiotics to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five devices. A tactile and microscopic inspection of the sealed sutures was performed with no abnormalities. The foils were inspected with light assisted microscopy with no abnormalities. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.